Event description:
A malfunction alarm was reported with a fault identified as malf 6. There was no adverse impact to the customer¿s blood glucose level. Customer reverted to an alternate method of insulin therapy.